Event description:
Additional information received states that the cement was not depuy, simplex was the product used, unsure of the volume. The affected side of the patient was the left hip.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the device associated with this report was not returned. Reviewing the x-rays provided on the attachments we can not confirm the reported event. No issue found on the device. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d10. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient had cemented c-stem implanted in 2018 in a private hospital in (B)(6). Was at the neighbours house collecting their mail so it didn¿t get wet in the rain and slipped on the wet deck. This caused him to have a periprosthetic femoral fracture. Initial plan by consultant to repair with proximal femoral plate and cables, however once exposure was gained the femoral prosthesis was easily removed. Femoral prosthesis was revised with a reclaim, the pinnacle cup and liner were undamaged and well aligned so they were not revised. Doi: 2018, dor: (B)(6) 2021, unknown side.